Event description:
It was reported that a chemo-aide dispensing pin was used to filter a chemotherapy drug during delivery to a patient. Since the label states that the device is ?not for direct infusion use?, this was an off-label usage of this device. The reporter stated that confusion over the labeling resulted in a patient being infused with unfiltered solution through this device. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, an evaluation could not be performed. Should addiitonal relevant information become available a supplemental report will be submitted.